Event description:
It was reported that during an "ileoneoblase" procedure the instrument could not be opened during use. New instrument was used then. No further information is available. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the jaws closed. During mechanical testing, the jaws would not open and as a result, no functional testing could be performed. The device was disassembled and the proximal gear was missing two teeth. The damage to the proximal gear prevented the jaws from opening and closing.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).